Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones. Technical services (ts) review of device data noted a power supply error, indicating the device underwent a reset after a charge. Technical services (ts) recommended urgent device replacement. This s-ICD remains in-service at this time. No adverse patient effects were reported. Additional information was received. This s-ICD was successfully replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.